Event description:
Sales consultant reported that patient was revised with im nail due to non-union of the target fracture. Patient was initially implanted a year before, on (B)(6) 2012. Revision was performed successfully and prognosis is good. The part will not be returned per request of the patient. This is report one of one for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed, but it was sent to the wrong location. Therefore, a new review of the DHR has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.